Event description:
On november 12, 1999, the southwest region reported (clarify case no. 155116) that the nbcs system had automatically removed a "2t" assertion from a donor record before the appropriate end date of the assertion (see MDR #1124939-1999-00001 and the follow-up to that report). A "2t" assertion is automatically placed on a donor record for 365 days from that date of a reactive syphilis screening test result when the confirmatory final interpretation is equivocal. This assertion is designed to prevent distribution of a blood product collected from the donor.